Event description:
It was reported that the patient underwent initial left total hip arthroplasty on an (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2011 due to femoral cysts.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."